Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system upper door switch was broken. The switch was replaced. The imaging system passed the system checkout and was found to be fully functional. The suspected device was returned to the manufacturer for analysis, however evaluation has not begun.

Event description:
A site reported that, while outside of a procedure, the door switches on the imaging system were not working. An error message of "door open" displayed. There was no patient present when this issue was identified. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
The cable door switch was returned to the manufacturer for analysis. Analysis found that the cable door switch failed a continuity test showing intermittent open/close. Analysis found that the reported event was related to a electrical issue.